Event description:
It was reported that the patient sustained a pericardial effusion following a lead implantation. The physician stated that they had difficulty positioning the lead during implantation. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).